Manufacturer narrative:
(B)(4). Jaws unable to open, open after assisted, malformed clip. The analysis results of the el5ml device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any anomalies noted; one pear shaped clip was released. Upon firing of the device, the remaining clip was conforming according to our manufacturing specifications. It should be noted that an investigation has been initiated to address the potential root cause of the opening issues. The device locked out as intended but the orange indicator was not visible; however, this finding is not related to the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
(B)(4). It was reported that post a stenting treatment procedure, the patient experienced a stroke. The 80% stenosed and 7mm long target lesion was located in the ostium of the left internal carotid artery with a reference vessel diameter of 5mm. An attempt was made to place a 190cm filterwire ez embolic protection system, but the device was unable to cross the lesion. It was exchanged for a 0.014 mailman. A 8x21, 5f, 135cm carotid wallstent monorail was then deployed in the target lesion followed by post dilation resulting in 0% residual stenosis. One day post procedure, the patient experienced an ischemic stroke. The nih stroke scale performed that day was recorded as 2 for right leg motor functions. The patient was discharged 2 days after onset. Nih stroke scale performed 8 days post index procedure was 0. It is the opinion of the investigator that the event is possibly related to the carotid wallstent.

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the jaws would not spring back during the firing sequence. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.